Event description:
The customer reported erratic troponin I (access accutni) results, within the risk stratification and above the acute myocardial infarction (ami) limit, for two separate patients, involving the access 2 immunoassay system utilized in conjunction with the access accutni assay and calibrator. Sample reanalysis, on an alternate access 2 system, recovered lower results but outside the normal reference range. The original results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The laboratory has a protocol to validate all positive results greater than 0.1 ng/ml. The customer defines results as discrepant if the difference is greater than 10%. The customer indicated the instrument had been serviced on 04/26/13 and had hardware thermal modification performed including replacement of a fan. The customer indicated systems checks and qc had been passing on the suspect and alternate instruments. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse noted that the washed portion of system check was out of specifications. The fse replaced the substrate probe, aspirate probes, and waste tubing to resolve the issue. A patient correlation was performed between the two instruments. Recovery on the suspect instrument appeared approximately 18% higher than on the alternate instrument (data not supplied). The fse then discovered a broken wash wheel bearing and replaced the bearing and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. Bearing. This medwatch report is related to MDR 2122870-2013-00493.